Event description:
Patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 88, 118, mg/dl. Tests were done within 10 minutes with a difference of 26%. Patient did not experience any adverse events.